Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult breathing circuit was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer stated that a rt200 adult breathing circuit failed the ventilator leak test before use. Conclusion: without the complaint device, we are unable to confirm the cause of the reported event. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt200 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Set appropriate ventilator alarms.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a rt200 adult breathing circuit failed the ventilator leak test before use. There was no patient involvement.